Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was confirmed: the home patient (hp) was connected during priming. The cause was use error. The label review found the labeling adequate for the use error in this complaint. This issue is being investigated through CAPA.

Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in line), which occurred on the home choice (hc) during initial drain. The technical service representative (tsr) asked the home patient (hp) the troubleshooting questions. The hp stated they were connected during priming. The tsr explained, the hp should not be connected in priming because patient line had to prime during that time. The tsr asked the hp if the transfer set was open in priming. The hp stated no. The hp stated they used a patient line extension too. The tsr explained how to setup the hc. The tsr recommended the hp contact the registered nurse (rn) about the alarm. The tsr assisted with troubleshooting. Per the callscript, the hp was connected at the time of the alarm, the patient line was not properly primed before connecting, a patient extension line was used, and the supplies were not damaged by an outlet port. Proper procedures were reviewed with the patient. It was unknown how the patient would complete therapy. There was the patient involvement but no patient injury or medical intervention indicated at the time of the initial report. On (B)(6) 2012, product surveillance contacted the rn. The rn was informed for training purposes, that the hp was connected with a patient extension line attached during prime. The rn stated the hp has been performing therapy fine in general. There was no report of injury or medical intervention.